Event description:
This spontaneous case was reported by the lay press describes the occurrence of pain ("diffuse pain all over the body especially in legs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2014, the patient experienced depressive symptom ("first symptoms of depression"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic menstruations"), migraine ("significant migraines"), amnesia ("memory loss"), visual impairment ("vision disorders"), malaise ("slight malaise") and pain in extremity ("diffuse pain all over the body especially in legs"). The patient was treated with surgery (essure inserts were removed). Essure was removed. At the time of the report, the pain, menorrhagia, migraine, amnesia, depressive symptom, visual impairment and malaise outcome was unknown. The reporter considered amnesia, depressive symptom, malaise, menorrhagia, migraine, pain, pain in extremity and visual impairment to be related to essure. The reporter commented: report from a journalist via publisher les dernieres nouvelles d'alsace reporting testimony of a patient. The patient suspects endocrine disruptor effect related to component of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 21-mar-2018 for the following meddra pt (excluding this case): pain: a 419 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the other is not possible. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of pain ("diffuse pain all over the body especially in legs") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2014, the patient experienced depressive symptom ("first symptoms of depression"). On an unknown date, the patient experienced pain (seriousness criteria hospitalization and intervention required), menorrhagia ("hemorrhagic menstruations"), migraine ("significant migraines"), amnesia ("memory loss"), visual impairment ("vision disorders"), malaise ("slight malaise") and pain in extremity ("diffuse pain all over the body especially in legs"). The patient was treated with surgery (essure inserts were removed). Essure was removed. At the time of the report, the pain, menorrhagia, migraine, amnesia and malaise outcome was unknown and the depressive symptom and visual impairment had resolved. The reporter considered amnesia, depressive symptom, malaise, menorrhagia, migraine, pain, pain in extremity and visual impairment to be related to essure. The reporter commented: report from a journalist via publisher les dernieres nouvelles d'alsace reporting testimony of a patient. The patient suspects endocrine disruptor effect related to component of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): pain: 417 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the other or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) -2018: case (B)(4) was found to be a follow up of this case and will be deleted from bayer database. All information transferred to this remaining case - reporter added. The patient was hospitalized and medical/surgical intervention was required. Essure was used for definitive contraception. According to the patient symptoms were related to essure. The patient also reported to have had symptomsof depression and vision disorder. Sample was not available. Case closed. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.